Event description:
It was observed that during the device evaluation, the lithotripsy transducer failed output tests. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the failed output tests was due to a faulty transducer receptacle; however, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.